Event description:
With our microcatheter in place ready to embolize, we load the coil (terumo azur 18 ref# 45-480202, lot# 0000263851) into the catheter but it detached without using the detachment device. The coil ended up in the intended location and no harm was caused. But the product did malfunction.